Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on laparoscopic sleeve gastrectomy, while on the second firing during gastric sleeve, the first few pins had popped out of the reload and the stapler could not fire. In order to resolve the issue a new device was used to complete the procedure. There was no patient injury.